Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the bag is clogging and also feels it is kinked but doesn't see that it is. The customer has to continuously change bags.

Manufacturer narrative:
Submit date: 9/21/2016. A device history record of the sample lot# was performed and confirmed that the product was produced accomplishing all quality requirements and was released according to all established procedures. No sample or picture was provided for evaluation. One product sample request was made on 6/22/2016 and 2 were made on 9/21/2016. Possible root causes could be that the formula dried up and clogged the pvc line while the bag was not in use for a long period or a possible misalignment of the stem in the valve due to overuse (more than 24hrs). No corrective actions will apply since failure mode was not confirmed and no sample returned. This complaint will be used for tracking and trending purposes.